Event description:
The manufacturer received information alleging a ventilator was alarming for a condition related to the device's oxygen blending module board. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator was alarming for a condition related to the device's oxygen blending module board. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a "service required" alarm condition occurred and the device's oxygen blending module board was replaced to address the issue. Further testing at the manufacturer's service center the device failed a test step during testing. The device's interface board was replaced to address the issue.